Manufacturer narrative:
B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using gore tag thoracic endoprostheses ((B)(4)) to repair a thoracic aortic aneurysm. Prior to the device implant a bypass was established from the ascending aorta to brachiocephalic and left common carotid arteries using a y-shaped vascular graft. It was reported that for access a straight vascular graft was sewn to the y-shaped graft, and the devices were inserted from the straight graft and deployed with no reported issues. After the procedure on the same day, the patient developed cerebral infarction. The cause of the infarction was reportedly unknown. It was reported that the patient was treated with infusion. On (B)(6) 2011, post-operative follow-up examination showed that the cerebral infarction remained. On (B)(6) 2011, the patient was discharged. The patient was lost to follow-up, therefore no further information is available.